Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented floppy glans and the device not working as intended due to inflation issues. The patient stated he felt he was not properly educated or given clear expectations. In addition, he felt misled by the materials and resources provided prior to the operation. When device is fully inflated, the distal cylinder tips are 1.5 in below the tip of his penis and are uneven in length. However, the patient services specialist verified that the corporal measurements align with the implanted cylinder and rear tip extenders. The patient consulted a urologist, but since he does not specialize in ipps, and indicated that he would pass the information to the implant physician; however, the patient has not received any follow-up from either doctor and is increasingly anxious. Patient services specialist suggested an appointment with the implant physician or trying to see a different urologist for device evaluation. No further information was provided.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented floppy glans and the device not working as intended due to inflation issues. The patient stated he felt he was not properly educated or given clear expectations. In addition, he felt misled by the materials and resources provided prior to the operation. When device is fully inflated, the distal cylinder tips are 1.5 in below the tip of his penis and are uneven in length. However, the patient services specialist verified that the corporal measurements align with the implanted cylinder and rear tip extenders. The patient consulted a urologist, but since he does not specialize in ipps, he indicated that he would pass the information to the implant physician; however, the patient has not received any follow-up from either doctor and is increasingly anxious. Patient services specialist suggested an appointment with the implant physician or trying to see a different urologist for device evaluation. No further information was provided.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.